Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and swelling during an MRI (date not reported). Subsequently, the patient underwent an exploratory surgery on (B)(6) 2015, to check the position of the implant magnet. The magnet was repositioned. The implanted device remains.